Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical CT (B)(4) subject (B)(6). Instability - change of spacer. (B)(6) - yes that means the inserts. This patient is having a ¿revision¿ of his implant shortly. (B)(6) 2013 - the revision for this subject is due to take place on the (B)(6). (B)(6) 2015 reopen updated der from clinical received.. Rec'd notice of revision from study lead (B)(6) 15; entered into dots (B)(6) 13 but depuy not notified. Left knee; ae/instability. Moderate severity, serious, definitely not device related and definitely procedure related. Treatment given: revision of femoral and insert components, resolved on (B)(6) 2013. (Reported to the (B)(6) on (B)(6) 2013 and assigned com (B)(4)). Revision/instability. Femoral and insert components revised. Diagnosis for primary knee surgery: osteoarthritis. Comorbidities: depression, diabetes, high cholesterol and neurological disorder (migraines). See com (B)(4) update CT (B)(4) b)(6). (B)(6) 2015. The update der/clinical confirms femoral and insert changed, left side, devices not being returned. Update 7 july 2015 received clinical notes from amy black x-rays also to follow. I have reopened adi also update rec'd 06 july 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing pain. At this time the patient's insert is going from an MDR no to an MDR yes. The complaint was updated on 27/07/2015.